Event description:
The manufacturer received a voluntary medwatch (mw-5102410) in which the patient reporting "bloody nose after first night and 14th night continuous blood-tinged discharge every day for first month of use. Went to urgent care twice for inflamed nasal structures and infection rash on face from nasal device, looked like skin was burned." In this case, it compromised the patient's use risking to substantial harm. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.